Event description:
It was reported that an electrogram of the implantable cardioverter defibrillator (ICD) device showed longer pauses than expected by the programmed lower rate of the device. Another strip showed an extra spike like artifact. The device remains in use. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014. (B)(4).